Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a broken bent shaft. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5 and h4. Correction to d2a: common device name from telescopes to rigid endoscope telescope. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the likely cause was excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope had a broken/bent shaft. There were no reports of patient harm.